Manufacturer narrative:
05-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal piece that the toothbrush head slots onto, had snapped in half - oral-b [device breakage] case narrative: female consumer via e-mail stated that the metal piece that the oral-b toothbrush head slots onto had snapped in half while she was brushing her teeth with the oral-b toothbrush. No injury was reported. 12-may-2023 follow up via image: the suspect product was oral-b power rechargeable toothbrush handle 3766. The suspect product lot was 2ab03940639. No injury was reported.

Event description:
Metal piece that the toothbrush head slots onto, had snapped in half - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the metal piece that the oral-b toothbrush head slots onto had snapped in half while she was brushing her teeth with the oral-b toothbrush. No injury was reported. (B)(6)2023 follow up via image: the suspect product was oral-b power rechargeable toothbrush handle 3766. The suspect product lot was 2ab03940639. No injury was reported.

Manufacturer narrative:
Product return was requested or it's in transport. Evaluation will occur upon receipt of product return.